Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that the patient underwent a revision surgery on (B)(6) 2015 because the pin of the mandible distractor device is outside the proximal plate track. This system was originally implanted on (B)(6) 2014. During the revision surgery, it was also noted that the distal plate had loosened. The surgeon explanted the device and associated hardware and replaced it with another distractor system. This event was addressed and reported under a separated complaint (B)(4). On (B)(6) 2015 the pin of the second distractor also came out of the proximal plate track. A revision of the second distractor system has not yet been performed. This complaint addresses reported issue with the second distractor system. This report is 2 of 5 for (B)(4).

Manufacturer narrative:
(B)(6). It is unknown if the distractor pin actually came loose from the track on (B)(6) 2015, or if this was the date it was discovered. (B)(6). (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.